Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) was undergoing a lead replacement procedure (reference manufacturer report: 1627487-2011-01592) on (B)(6) 2011. Intraoperative testing on the replacement lead revealed high impedance measurements on two lead contacts after implantation. The physician decided to explant and replace the lead with another lead from the same lot. No further patient complications were reported.